Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were emergency room visit and hospitalized due to low blood glucose on (B)(6) 2021. Customer stated that the insulin pump had over delivery. Customer stated that they were hospitalized with glucagon treatment. The customer¿s blood glucose level was 32 mg/dl at time of incident. Another blood glucose level was 112 mg/dl. Customer stated that they treated low blood glucose with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On sept 05, 2021, the customer alleged the pump over delivery and hospitalized for low bg. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0869 inches. No over delivery anomaly or under delivery anomaly noted. Per r&d engineer, as per daily totals, no boluses were programmed or delivered during 09/05/2021 and pump delivered 16u of basal. As per long traces, here is the amount of insulin the pump delivered, sum (ah37301: ah38063) = 16 - the exact amount recorded in the daily totals. No basal anomaly noted. Unit was also programmed with multiple test boluses and monitored. All test boluses delivered properly and was listed in the daily history screen. No bolus anomaly noted. On 08/31/2021 to 09/04/2021 reviewed boluses programmed by the customer in the formatted history file. All boluses programmed delivered the exact amount as per long trace. No bolus anomaly noted. History download was successful using thus and carelink upload was successful. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery was not confirmed. Can set it for 1 unit and it will deliver 6 units. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. No over delivery anomaly or under delivery anomaly noted. Per r&d engineer, as per daily totals, no boluses were programmed or delivered during (B)(6) 2021 and pump delivered 16u of basal. As per long traces, here is the amount of insulin the insulin pump delivered, the exact amount recorded in the daily totals. No basal anomaly noted. Device was also programmed with multiple test boluses and monitored. All test boluses delivered properly and was listed in the daily history screen. No bolus anomaly noted. On (B)(6) 2021 to (B)(6) 2021 reviewed boluses programmed by the customer in the formatted history file. All boluses programmed delivered the exact amount as per long trace. No bolus anomaly noted. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Can set it for 1 device and it will deliver 6 units. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.